Event description:
On (B)(6) 2014, synergeyes received a customer complaint form stating that a pt with keratoconus had suffered a superior epithelial arcuate lesion on the pt's os. On (B)(6) 2014, the pt was seen at the (B)(6) for a f/u. (B)(6) stated that the os appeared to be "bloodshot" with a relative severity of "8/10." The synergeyes lens was removed and (B)(6) observed a chip on the edge of the lens and subsequently made the diagnosis that the superior epithelial arcuate lesion on the pts os was caused by the damaged lens. On (B)(6) 2014, synergeyes contacted the (B)(6) to obtain add'l info. Customer stated the pt's keratoconus condition combined with the chipped lens was the cause of the epithelial lesion on the pt's os. Moreover, customer stated that damage to lens was likely due to pt handling. (B)(6) stated that symptoms included severe redness and irritation on the pts os which lasted 3-4 days. Pt was given tobradex qid for 5 days and condition resolved by next f/u with slight scar.

Manufacturer narrative:
During the investigation, the following info was obtained: lens surface was inspected using an optical microscope. The lens sustained a chip on the edge of the lens skirt. Base curve was measured using a radioscope. The lens' measured parameter was within the lens design spec. Power was measured using a lensometer. The lens' measured power was within the lens design spec.